Event description:
It was reported that the patient presented in clinic for initial implant procedure. During implant procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited low pacing impedance. The rvlp was implanted anyway. Upon interrogation post procedure, it was suspected that the rvlp had dislodged, as the patient's heart rate fell below 30 beats per minute. It was then discovered that the rvlp had micro-dislodged. The rvlp was explanted and replaced. There were no patient consequences.